Event description:
It was reported that during the implant procedure, loss of pacing was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of pacer did not stimulate was not confirmed. Mechanical analysis indicated the atrial and ventricular leads were never correctly attached in the device connectors. Without correctly attaching the leads there cannot be any pacing to the patient¿s heart. Electrical analysis indicated that there were no device interrogations or tests performed by the user to prepare the device for use nor to assure the device and the leads were functioning properly together. Electrical and mechanical testing in the lab found the normal device operation. The event noted in the field was related to the physicians' improper use of the device.